Event description:
Medtronic (covidien) received information from literature review that a patient needed open surgical bailout following unsuccessful treatment of a giant supraclinoid internal carotid artery (ica) aneurysm with 7 pipeline embolization devices (peds). The patient had undergone placement of a total of 7 telescoping peds at another facility for a large ica aneurysm. Residual filling of the aneurysm and significant expansion of intraaneurysmal thrombus with chiasmal compression on admission images were causes for concern and the patient experienced progressive visual decline. The patient underwent a surgical bailout with a superficial temporal artery-middle cerebral artery bypass, with parent artery occlusion. Postoperative vascular imaging was notable for successful occlusion of the parent vessel, with no evidence of filling of the aneurysm. Citation: abla aa, zaidi ha, crowley rw, et al. Optic chiasm compression from mass effect and thrombus formation following unsuccessful treatment of a giant supraclinoid ica aneurysm with the pipeline device: open surgical bailout with sta-mca bypass and parent vessel occlusion. J neurosurg pediatr. 2014 jul;14(1):31-7.

Manufacturer narrative:
Article website: http://thejns.org/doi/abs/10.3171/2014.4.peds13213. Off label use: pipeline embolization device was used in pediatric patient. The pipeline¿ embolization device (ped) is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined.